Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause and possible contributing factors of the cardiac tamponade cannot be determined due to the limited information available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Leire, u. (2018). Electrocardiographic changes and conduction disturbances after transfemoral aortic valve implantation with edwards sapien 3 prosthesis. Journal of electrocardiology, 416-421.

Event description:
A single-centre prospective study from (B)(6) was published in the journal article ¿electrocardiographic changes and conduction disturbances after transfemoral aortic valve implantation with edwards sapien 3 prosthesis". The study included consecutive patients with aortic stenosis treated with transfemoral tavi using the sapien 3 prosthesis from april 2014 to november 2016. During the study period, one patient developed cardiac tamponade.

Manufacturer narrative:
Reference CAPA-20-00141.